Event description:
It was reported that prior to generator change procedure for elective replacement indicator on (B)(6) 2025, the right ventricle (rv) lead exhibited high threshold. The rv lead was capped and replaced on (B)(6) 2025 during the same procedure. The patient was stable throughout the procedure.